Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening curved on anterior. A visual and microscopic analysis was performed which identified a striated opening on anterior and creases fold. Based on the device analysis the final assessment was of a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional additionally reported left side "any creases". Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.